Event description:
The complaint alleged that during an attempt to monitor a pt, the device would not display an ECG signal. The complainant indicated that there was no adverse effect to the pt as a result of the reported malfunction.